Event description:
Same patient as MFR report #: 2134265-2010-01556. It was reported that post a coronary drug eluting stenting treatment procedure very late thrombosis and restenosis occurred. In (B) (6) 2008 the patient presented with chest pain and unstable angina. Two lesions were identified: a 50% stenosed lesion in the proximal left anterior descending artery (lad) and a 99% stenosed lesion in the left circumflex artery (lcx). A 2.5x20mm taxus drug eluting stent was implanted in the lcx. No patient injuries or complications occurred. The patient was discharged from the hospital 7 days post-procedure. Four months later, there was a reintervention performed in the lcx. Seven months post initial procedure, 4 additional lesions were discovered: a 75% stenosed lesion in the left main coronary artery (lm), a 75% stenosed lesion in the atrioventricular branch, a 75% stenosed lesion in the second diagonal artery and a 75% stenosed lesion in the second posterolateral branch artery. A CABG was performed 2 weeks later. Ten months post initial procedure, the patient experienced chest pain which worsened for three more months. At that time the physician discovered that the graft was occluded. There were three additional lesions: a 90% stenosed lesion in the lm to lad, a 100% stenosed lesion in the lad and 90% restenosis in the lcx. The lesion in the lcx was predilated with a 2.5x20mm non bsc balloon inflated to 8 atms and a 2.75x32mm taxus liberte¿ drug eluting stent was deployed at 14 atms overlapping the prior placed stent. The lesion was post-dilated with a 3.0x15mm non bsc balloon. When ivus was performed, a spasm occurred in the first posterolateral branch artery which was medically treated. No further patient injuries or complications were reported. It was noted that the patient was taking 100mg aspirin and 75mg plavix daily. One year post initial implant, the patient reported repeating episodes of chest pain and the patient was hospitalized for angina pectoris. The patient condition worsened and an emergent procedure discovered in-stent thrombosis that completely occluded the stents. The lesion in the lm to lcx was predilated with a 2.5x15mm non bsc balloon to 8 atms. A 2.75x28mm non bsc stent was deployed in the lesion at 12 atms. No patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
(B) (4)device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)